Event description:
After an implantation period of approx. 5 months, the patient had a cardiac arrest and vf has been documented by the rescuers. Two shocks has been delivered by external defibrillator. The patient is alive with permanent brain damages.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly, the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The follow-up from (B)(6)2020 showed that two har episodes occurred on (B)(6)2020 . The inspection of the corresponding iegms revealed the presence of undersensing in the rv channel due to small signals below the minimal sensing threshold of 2 mv. As a result the episode of high ventricular rate was not detectable by the pacemaker and the device started to pace as expected. The available data do not deliver sufficient information to determine the root cause of the hvr episode, in particular, because the beginning of this episode was not recorded due to the undersensing of rv signals mentioned above. However, there was no indication of a pacemaker malfunction. In conclusion, based on the information available for analysis and despite thorough analysis, the root cause of the clinical event was not determinable. According to the data the pacemaker functioned as expected.